Event description:
A malfunction alarm was reported with the code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue happens again, which they acknowledged and understood.